Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and complete event information. H6. Health effect impact code: in earlier report, 4611 should have been entered. (Correction). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient controller was displaying the error message: "the generator has reached the end of its service." A manufacturer representative confirmed the issue and the ipg was deemed inoperable. It is unknown if the battery has depleted prematurely. As a result, surgery may occur to address the issue.